Event description:
The consumer reported (2) two false positive result with the binaxnow¿ covid-19 antigen self test performed on an unknown sample. This MFR. Report addresses patient 1 of 2. The consumer report that she bought the binaxnow¿ covid-19 antigen self test for her son and nephew and both came out positive, so the whole household went to ER (methodology unknown) and received negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is to address the false positive result for the consumer's son. The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR.report # 1221359-2021-03223.